Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads was fractured. The patient underwent a procedure wherein the fractured lead was explanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
D2b: pro code (product code), qrb.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads was fractured. The patient underwent a procedure wherein the fractured lead was explanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.